Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown abgii system. A supplemental report will be submitted upon completion of the investigation.

Event description:
It has been reported that a patient who is implanted with an abgii stem, has broken his bone. Initially, the break has nothing to do with the implant, however the device is going to be explanted in a revision surgery.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an abg ii modular stem was reported. The event was not confirmed. The device was returned and found to be dimensionally compliant. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no other reported events for the reported lot and failure mode. It has been reported that a patient who is implanted with an abgii stem, has broken his bone. Initially, the break has nothing to do with the implant, however the device is going to be explanted in a revision surgery. The device was returned and found to be within specification. No further investigation for this event is possible at this time.

Event description:
It has been reported that a patient who is implanted with an abgii stem, has broken his bone. Initially, the break has nothing to do with the implant, however the device is going to be explanted in a revision surgery.